Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, restenosis occurred. At the index procedure, the proximal left anterior descending coronary artery was treated with placement of a 2.25x12mm taxus atom stent. Jan - 2011, the patient was diagnosed as having in stent restenosis. It was reported that the patient had not been taking his plavix. It was treated with placement of a taxus atom stent. The patient's condition was reported to be ok.